Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio intermittent tests were performed and the tests passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.